Event description:
It was reported that during an unknown procedure, the device did not meet the customer¿s expectations; not functioning properly. There were no patient consequences reported. Unknown how case was completed. No additional information is available.

Manufacturer narrative:
(B)(4). Incorrect cartridge size. The analysis results showed that one ec60a device was returned with no visual non-conformances and loaded with an ecr45w reload. The reload was noted to be unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60mm IFU. The device was tested for functionality in the articulated position with a 60 mm reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.